Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that the measurable dimensions could not be checked because we did receive only half of the screw head. The examination of the raw-material testing certification and the manufacturing documents could not be checked due to missing article and lot number. We did receive half of the screw head however, with the provided information to this complaint we are not able to investigate this case. Please note, this kind of screw is very small and because of their design it is required to be handle delicately. Due to the facts provided through the described strong bone substance of the patient and the force applied to the screw could lead to the reported and seen breakage. Therefore, the disposition of this evaluation is deemed indeterminate. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly the patient was operated on an unknown date approximately one year and three months ago ((B)(6) 2012). Patient was returned to the o.r. On (B)(6) 2013 for removal of hardware. The residue of the screw remained implanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient presented with distal radius fracture was operated an unknown date approximately one year and three months ago ((B)(6) 2012). Patient was returned to the o.r. On (B)(6) 2013 for removal of hardware. Reportedly when the surgeon tried to extract the screw, the screw head broke and he could not remove the screw. The plate was removed as the screw head was broken. It was reported the residue of the screw remained implanted and the surgeon closed the surgical incision. Reportedly the surgeon was using the cross screwdriver. During the removal the surgeon rotated the screwdriver without much stress in order not to wear it; however the screw broke. It was reported the patient was young with strong bones. This report is for an unknown screw. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Reportedly the surgeon wanted to remove the hardware (unspecified reason).